Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-33442. It was reported that the patient experienced scs lead migration. As a result, the patient had one of their leads explanted and replaced during a surgery to replace a drg lead (manufacturer report reference number: 1627487-2020-49260) and their scs ipg (manufacturer report reference number: 1627487-2020-49263). Effective stimulation was established post operation. It is unknown to the manufacturer which lead migrated, therefore both of the leads are being reported on.